Event description:
It was reported to philips that the device had a displayed a black screen and was unable to boot up. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The reported allegation about the "device won¿t boot up/self-test failed" was not verified or duplicated during lab tests. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board. Although no fault was found during failure analysis we can not rule out a malfunction at the time of the reported event. Data generated by this investigation will be logged for trending analysis. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.